Event description:
As reported, a valve-in-valve procedure was required to resolve central aortic insufficiency (cai). The first sapien valve was deployed in a 50:50 aortic/ventricular position; moderate to severe paravalvular leak (pvl) was noted. Post dilatation was performed with an additional cc of fluid. After post dilation, significant central leak was observed. A second valve was deployed 50:50 a/v and both pvl and cai were resolved. The native aortic annular diameter measured 400mm2 by CT scan. The native valve was moderately calcified and the aortic root was mildly calcified. The coaxial alignment of the valve and delivery system, and the image intensifier angle was good.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The edwards sapien transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. In this case, borderline undersizing and a lower level of calcification (moderate) may have contributed to the mild pvl. The attempt to improve the seal of the valve to the annulus appears to have overdilated the valve, creating the moderate cai and need for the 2nd valve. The training manual for the sapien thv instructs that additional volume should not be added for post-dilation of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.